Event description:
Feedback type: other, other details: none, submitter email: (B)(6). Cfm form received date (outlook email received date): (B)(6) 2022. Main reason (q3):hs1 AED was used and the patient didn't survived. According to witnesses, pads were damaged with a description that fits on the fsn cc-ec-012 impact issue (q8):it seems that this can be related with the dead of the patient usage of device (q9):information pending to be provided with more detail. Clinical use (q10):yes. Follow up clinical use 1 (q11):yes. Follow up clinical use 2 (q12):continued. Frequency of occurrence (q13):only once (1). Impact to the patient (q14_1):it seems that this can be related with the dead of the patient actions to resolve (q15_1):keep with the CPR procedure until ems system arrived.